Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a low oxygen inlet alarm. The customer reported moving the ventilator to several outlets, but the ventilator still displays the same alarm intermittently. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the monitor oxygen (o2) inlet is reporting low (39psi), and would fluctuate between 34 and 39 psi when o2 setting was above 21 percent. After calibrating the o2 inlet transducer, the o2 inlet monitor reporting 49psi and the issue was resolved. The fsr performed the user verification test and operational verification procedure according to manufacturer specifications.